Event description:
The initial reporter received questionable elecsys t3 and elecsys t4 assay results from two patient samples tested on the cobas e 801 module with unknown serial number. The reporter stated that the results they obtained from the module were significantly higher than those from an abbott system. The initial results were not reported outside of the laboratory. This medwatch is for the t3 assay. Please refer to medwatch with patient identifier: (B)(6) for the t4 assay. Please refer to the attachment in the medwatch for the table containing the questionable results. The reporter stated that the results from each method were not presenting the same clinical interpretation.

Manufacturer narrative:
The patient samples are not available for investigation. Qc data for t3 was acceptable. Based on the information provided, a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.